Event description:
It was reported that the system was not showing the screen, cpu green light was blinking, and the monitor showed yellow light instead of green, screen showed no signal message and goes off. The navio case was canceled and it is unknown if the procedure was completed with manual instrumentation or if the procedure was canceled. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: the device was used in treatment and was not returned for investigation. Thus, visual and functional investigation could not be performed. The DHR could not be reviewed so all lots of part number distributed to the field from when the part number was first inspected to the complaint occurrence date were reviewed. The search could not identify any issues that would potentially lead to a future performance issue. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides troubleshooting steps for computer issues. This is an identified failure mode within the risk assessment. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not returned and the device was not returned for evaluation. Procedure was aborted and was either reverted to a manual procedure or cancelled altogether. The original reporter later rescinded the complaint as they were able to get the component to work without intervention. The root cause was established to be undetermined after investigation. No containment or corrective actions are recommended at this time. Per complaint details, the device malfunctioned during use; however, reportedly the complaint was later rescinded. Based on the field report, the case was aborted/cancelled and there was no patient injury/impact; therefore, no further medical assessment is warranted at this time.